Manufacturer narrative:
One used sample was returned for evaluation. Functional testing found the sample to operate as intended. When the arm of the device was pulled on, the needle locked easily into the capture shelf. As the returned product operated as intended, there was no evidence found to suggest the reported event was caused by a manufacturing issue. Additional information included in follow-up report: device returned (06/07/2016). Evaluation completion date (07/28/2016).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that when the gripper needle was removed from patient use, the safety mechanism could not be engaged over the needle. No adverse health effects reported in result of event.